Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a black screen and offline in remote smart service. A field service engineer found no lights on the back of the station, and black mark on pyxibus cable which may be the cause due to contact with the back of a drawer. Replaced power module and cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, station had a black screen and offline in remote smart service. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.